Manufacturer narrative:
Customer eventually returned the affected device. The product was visually inspected and the actual pressure bag appeared to be intact and undamaged however the pressure bulb and manometer had been cut off. The stitching on the mesh which holds the fluid bag was partially torn. This appears to be another example of a 3000ml bag where the stitching on the mesh failed and the fluid bag presumably fell out of the pressure infusion device. The pressure infusion bag did not explode as claimed in the customer complaint. The design of this product has already been improved by implementing double-row stitching on both sides of the mesh. The returned device is the old design with just single rows of stitching.

Event description:
The customer alleges "nurses had IV bag inflated inside the infu-bag. She walked past it while it was on the IV pole, it exploded apart and sent pressure to her ear." No other details were provided.

Manufacturer narrative:
The customer did not return the affected device. Fifteen 3000 ml infusion bags were removed from inventory and pressurized into the red zone on the stick manometer. None of the bags failed. The investigator has processed several complaints were the mesh seam failed and the IV bag fell out of the infuser bag he has never processed a complaint where that pressure bag allegedly exploded. Two of the fully pressurized bags never processed a complaint where the pressure bag allegedly exploded. Two of the fully pressurized bags mentioned above were punctured with the tip of a knife to see if these was a violent reaction when punctured. Both bags quietly and non-violently vented the pressure. The punctures did not increase in size. The air just vented out in a very uneventful manner. The stick manometer on the pressure infusion bag not only indicates the pressure in the bag but it also acts as a pressure relief valve should the user attempt to over-inflate the bag using the hand pump.

Event description:
The customer alleges "nurse had IV bag inflated inside the infu-bag. She walked past it while it was on the IV pole, it exploded apart and sent pressure to her ear." No other details were provided and no patient injury/harm reported.